Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that their evis exera iii xenon light source would not power on. The issue was reportedly discovered during preparation for use approximately 2 months ago, following unpacking after a diagnostic endoscopy procedure. The device was reportedly connected to a cv-190 evis exera iii video system center. There were no reports of patient or user harm associated with this event. Patient identifier (B)(6) (this record) captures the light source, and patient identifier (B)(6) captures the video system center.